Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Analysis of the returned wire confirmed the reported material separation, noting separation of the solder tip. Factors that may contribute to solder tip separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, the coils were stretched distally, with a separation at the solder. This would indicate the tip met resistance with the anatomy or an accessory device during removal; however, this cannot be confirmed. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified ostium-proximal segment and the distal ostium marginal was noted to be tortuous. During the removal of the hi-torque balance middleweight universal guide wire distal end separated (approximately 30mm) and remained in the anatomy. Attempts were made to retrieve the separated portion (snaring, balloon trapping, multiple wire wrapping); however, were unsuccessful; therefore, a stent was deployed to embed the separated portion. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.